Manufacturer narrative:
This report was initially submitted on (B)(6) 2018. The report was rejected due to an incorrect code and will no be resubmitted. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova received a report that the mains plug of a heater-cooler system 3t became hot during a disinfection cycle, and one of the pins came off in the socket when the plug was removed. There was no patient involvement.

Manufacturer narrative:
Through follow up communications, livanova deutschland learned that the cable has been replaced and that the issue was solved. The technician conducted a safety test on the device and results were within specifications. The defective cable was requested to be returned to livanova deutschland for investigation, but the part could no longer be retrieved. However, a complaint database analysis revealed that no further complaints have been submitted for this specif issue on this unit. Furthermore, a picture of the melted plug has been provided and the same issue had already been investigated under other complaints with different serial numbers. On these investigations the root cause has been identified as a defective outlet with an increased contact resistance. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.